Manufacturer narrative:
The reported event was confirmed cause unknown. Visual evaluation of the returned two-photo sample noted one opened (without original packaging), used temp sensing silicone foley catheter. Visual inspection of the two-photo sample noted unknown brown debris inside the tip of the balloon catheter. This does not meet specification which states " product or assembly must be free from visible loose or embedded foreign matter". No actions can be taken at this time since a root cause was not identified. A review of the device history record did not show any problems or conditions that would have contributed to the reported issue. The instructions for use were found adequate and states the following: warning: on catheter, do not use ointments or lubricants having petroleum base. They will damage silicone and may cause the balloon to burst. Warning: after use, this product may be a potential biohazard. Handle and dispense of in accordance with applicable local, state, and federal laws and regulations. Caution: federal (USA) law restricts this device to sale by or on the order of a physician. Caution: do not aspirate urine through drainage funnel wall. Storage: store catheters at room temperature away from direct exposure to light, preferably in the original box. Sterile unless package is opened or damaged. Single patient use only. Do not reuse. Do not resterilize. For urological use only. Valve type: use luer tip syringe. Do not use needle. Warning: this product should never be connected to the temperature monitor or connected to a cable during an mfh procedure. Failure to follow this guideline may result serious injury to the patient. It is important to closely follow these specific conditions that have been determined to permit the examination to be conducted safely. Any deviation may result in a serious injury to the patient. Catheters should be replaced in accordance with the cdc guidelines. Guideline for prevention of catheter-associated urinary tract infection. At the onset of first signs of a urinary tract infection, catheter encrustation, or any other catheter-related adverse effect, the catheter should be replaced. Caution: aggressive traction, particularly in the presence of suturing is not recommended for 100 percentage silicone based foley catheters. To deflate catheter balloon: gently insert a luer slip tip syringe in the catheter valve. Never use more force than is required to make the syringe stick in the valve. If you notice slow or no deflation, re-seat the syringe gently. Allow the balloon to deflate slowly on its own. Do not aspirate or manually accelerate the deflation of the balloon. If permitted by hospital protocol, the valve arm may be severed. If this fails, contact adequately trained professional for assistance as directed by hospital protocol. Should balloon rupture occur, care should be taken to assure that all balloon fragments have been removed from the patient. Visually inspect the product for any imperfections or surface deterioration prior to use. Correction-d, h. UDI format updated with available product information per gudid. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that debris adhering to the tip of the thermistor inside the foley catheter. Normally, the tip of the thermistor was not brown like this but white. It was pointed out that this brown thermistor tip was strange, and when they looked at the actual product, it was indeed brown.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. UDI format updated with available product information per gudid. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that debris adhering to the tip of the thermistor inside the foley catheter. Normally, the tip of the thermistor was not brown like this but white. It was pointed out that this brown thermistor tip was strange, and when they looked at the actual product, it was indeed brown.